Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). (Device not returned for evaluation). No results available as device not available for analysis. Evaluation conclusion: (based on the information available no root cause can be determined). (No device returned for evaluation). (B)(4).

Manufacturer narrative:
Component/subassembly failure (hub leakage).

Event description:
It was reported that a physician was attempting to use a mo.ma ultra device to treat a patient. It was reported that cca balloon of the device did not hold its pressure and it was subsequently replaced and was successfully used on same patient. No harm to the patient was caused due to this event.